Event description:
Revision surgery - due to the patient experiencing knee pain.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain in patient's knee after 11 months, 15 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 9 prior complaints reported against this part number; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Factors that may contribute to joint pain not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There was no information reported that evidences a material, design, or manufacturing problem with the product.